Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for klebsiella pneumonia and pseudomonas aeruginosa (the total ufc of the klebsiella pneumonia and pseudomonas aeruginosa is >100ufc/ endoscope) . The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus france contacted to the site and found that no deviation in the reprocessing procedure from the IFU was detected. The result of the microbiological test for the device cleared the french guideline. No device failure was confirmed. The exact cause of the reported phenomenon could not be conclusively determined.